Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to cable failure, and defective image occurred. The cause of the cable failure, it is likely that disconnection occurred due to kink of the cable, and it failed. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. While using, hold the camera head, not camera cable and operate the endoscope. Never fix the camera cable using tools such as pean forceps. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the camera head had a disconnection at the insertion part. The issue was found during preparation for use with an unknown procedure. The device was returned and evaluated, and the evaluation found that the cable image caused the image failure. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated, and the customer¿s allegation was confirmed due to an abnormal appearance and a faulty cable. In addition to the reportable findings documented in b5, the non-reportable findings are as follows: the cable part had a adhesion and was twisted; there was corrosion on the connector electrical connector contact, there was a decreased head scope mount retention force, the head part had issues with the scope mount having heavy deposits, focusing the ring deposits, the main body deposit and the image deterioration with flex discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.